Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the operator had placement difficulties with the right ventricular (rv) lead during the implant procedure. It was noted that the perforation of the right ventricle occurred. The patient experienced the palpitation and the discomfort in the chest. The lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.